Manufacturer narrative:
The insulin pump had no button error alarm noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. All buttons functioned properly. No damage noted on keypad traces. The insulin pump had broken battery tube threads and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had crack. The customer reported that they received a button error alarm. The customer's blood glucose was 559 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injections. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.